Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic aortic and mitral valve (subject device), implanted for 9 years and 11 months, underwent a double valve-in-valve procedure due to aortic and mitral stenosis. A tavr and tmvr was performed using edwards transcatheter valves. The outcome was reported to be successful.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to degeneration, stenosis, regurgitation, leaflet thickening, and restricted motion. A 26mm transcatheter valve was implanted. Outcome was reported to be successful.